Event description:
It was reported that the patient presented to the clinic due to low pacing impedance, low r-waves and no capture. X-ray confirmed perforation. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.